Event description:
Same case as MFR report#: 2134265-2010-03207, 2134265-2010-03209 and 2134265-2010-03210. It was reported in journal article foerst, jr et al. Post-mortem micro computed tomography evaluation of very late stent thrombosis. Journal of the american college of cardiology. Vol. 56, no. 2, 2010 that post a stenting treatment procedure,very late in-stent thrombosis and death occurred. The patient presented with a myocardial infarction in (B) (6) 2006 and had three taxus express2 drug eluting stents placed. The first stent was placed in the left main artery (lm), the second stent was placed in the proximal left anterior descending artery (lad) and the third stent was placed in the proximal first diagonal artery (d1). In (B) (6) 2006, the patient had an additional stent placed in the left circumflex artery (lcx). A non bsc bare metal stent was also placed in a marginal artery at an unknown date. The patient was placed on 325mg aspirin and 75mg clopidogrel daily, no patient complications were reported. Two and a half years post stenting procedure, antiplatelet therapy was stopped in preparation for a computed tomography-guided lung biopsy. Seven days after the antiplatelet therapy was stopped, the patient expired. Micro computed tomography performed as part of the autopsy revealed occlusive filling defects in the distal lm, proximal lad and lcx arteries. Histology revealed occlusive thrombus associated with malapposed, poorly endothelialized struts and chronic inflammation in the lm. Post-mortem thrombus was noted in the lad. The cause of death was confirmed to be very late stent thrombosis.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)